Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports the unit does not alarm when the feed is completed. There was no patient harm or change in therapy.

Manufacturer narrative:
Submit date: 10/12/2016. An investigation of kangaroo joey pump was performed for the reported condition of; unit does not alarm when feed was completed. The unit was triaged and the complaint could not be confirmed. Kangaroo joey was manufactured in 2013. A review of the device history record shows this device was released meeting all manufacturing specifications.